Manufacturer narrative:
The customer reported that the battery was replaced, no further issues were reported. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1124 (battery failed). There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: the suspected battery was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) is unable to confirm the complaint. The battery passes the internal battery test specified in the service manual."